Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll w/twinpak device label content was incorrect. Rcc received a complaint via phone. Case description: customer called on behalf of one of her clients, she states that the client bought the 5cc syringes but what she received was the 10cc syringes, on the outer part of the box, it says 5cc. Product: bd twinpak dual cannula device with 5 ml syringe. Ref#: (B)(4). Lot#: 5065846. Customer response on (B)(6) 2026. Can you please provide an exact date of event in format mm-dd-yyyy? This was reported to us on (B)(6) 2026. Could you please confirm if any samples are available for return so we can investigate further? Yes the customer has the product.

Manufacturer narrative:
(B)(4). Label content incorrect. One hundred samples of 10 ml twinpak syringes (part number 303393), batch 5065846, were received and evaluated. All samples were received in sealed packages within a single carton. While the packages contained the correct 10 ml syringes, all displayed 5 ml top web graphics, which is considered nonconforming per product specifications. The apparent root cause is related to the packaging process, and a corrective and preventive action (CAPA) has been initiated to address this issue. Additionally, a device history record review for lot 5065846 identified no rejected inspections or quality issues during production that could have contributed to the reported condition. Complaints related to this device and condition will continue to be tracked and trended, with data captured in monthly trend reports and regularly reviewed to identify any emerging trends.

Event description:
No additional information was provided.